Manufacturer narrative:
The cause of the initial falsely elevated pt results is user error. The user may have been topping off the innovin reagent bottles with new reagent. This is a non-approved and a non-standard practice. Qc was not run until after the group of patient sample results was reported. The customer's investigation concluded that the innovin reagent bottle may have been topped off with the wrong reagent. The issue was resolved by replacing the innovin reagent with a new bottle and verifying with qc. No further evaluation of the device is required.

Event description:
A group of falsely elevated prothrombin time (pt) results was reported on a group of patient samples. The results were reported to the physician. The samples were retested after investigation and lower results were obtained. Corrected reports were issued. One patient was reported to have been treated on the basis of the reported falsely elevated pt result. Patient #5 had vitamin k administered. There is no report of adverse outcome to the patients as a result of the initial falsely elevated pt inr results or treatment.